Manufacturer narrative:
(B)(4).

Event description:
It was reported that the defibrillator exhibited post-paced t wave oversensing. The nurse requested where to find the post sensed decay delay setting. It was recommended that this setting not be changed without taking measurements, as it is not standard operating procedures. No patient symptoms were reported. It is unclear if the settings were changed or if any intervention took place.